Event description:
The reporter indicated that the pt experienced several shocks. The egm determined the reason for the shocks was oversensing of the t-waves due to a high programmed margin. The margin was reduced which eliminated the t-wave oversensing. The r-wave amplitude decrease was thought to be due to an ischemic episode.